Event description:
The hcp reported that the patient had an unspecified revision approximately 3 weeks ago. One week post revision, the patient developed an infection on or over the pump location. No patient symptoms were reported. The hcp planned to explant the pump. The pump was used to deliver dilaudid. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.